Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Customer also provide lot number 4190991 which does not pull a valid material number for this device.

Event description:
It was reported that bd nsyte autog bc needle piercing the catheter. The following information was provided by the initial reporter: the IV catheter is sheering through needle. 29oct: the self-occluding IV catheters are sheering the inside of the plastic catheter. This was noticed during use. No patient harm.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received two sealed 20ga x 1.16in. Insyte autoguard bc units from lot number 4260454. A visual inspection did not discover any defects to the returned units that resembled or displayed the needle piercing through the catheter wall. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.